Manufacturer narrative:
According to the practitioner the two implants are lost (loss of osseointegration) after implants have been restored. Two implants have been placed in 14 and 24 positions on 03-13-2015 and removed on (B)(6) 2016.

Event description:
Implants are lost (loss of osseointegration) after implants have been restored.